Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05/26/2017 with the following findings:.-black box and alarm history show the alarm on (B)(6) 2017. . No alarm occurred during the investigation, unable to duplicate complaint. Pump¿s cover was removed, no intermittent condition was found to the pcb. Battery compartment is cracked below the grip pad, returned battery cap can fit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (cs 012) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.